Event description:
It was reported that there was ongoing, transient, high out-of-range impedance on the right ventricular (rv) lead of this pacemaker system. There were multiple alerts over the past couple of years for rv impedance greater than 3,000 ohms. The lead safety switch was previously triggered, changing the programming to the unipolar configuration, resulting in the presence of noise. There was no noise noted in the bipolar configuration. The patient was minimally paced, but had difficulty tolerating unipolar pacing (it could be felt) and had recently also experienced an episode of near syncope. Technical services recommended attempting to program the system to unipolar pacing in a way that was tolerable to the patient and doing further system evaluation with the physician. The pacemaker and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was ongoing, transient, high out-of-range impedance on the right ventricular (rv) lead of this pacemaker system. There were multiple alerts over the past couple of years for rv impedance greater than 3,000 ohms. The lead safety switch was previously triggered, changing the programming to the unipolar configuration, resulting in the presence of noise. There was no noise noted in the bipolar configuration. The patient was minimally paced, but had difficulty tolerating unipolar pacing (it could be felt) and had recently also experienced an episode of near syncope. Technical services recommended attempting to program the system to unipolar pacing in a way that was tolerable to the patient and doing further system evaluation with the physician. The pacemaker and rv lead remain in service and no additional adverse patient effects were reported.